Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and a suturing device was used. On the last four attempts, the cartridge fell out of the device and into the patient. The cartridge was retrieved from the patient. The procedure was completed by hand suturing the incision. There were no patient consequences reported.

Manufacturer narrative:
Analysis summary: it was found that the device was in good condition and cycled properly. The instrument met all functional requirements and was conforming. It was observed that the pivot jaw moved more freely than most suturing devices and that subjectively, the release button spring force was lower as well. This was likely due to device wear. These wear conditions allowed the pivot jaw of this device to be set to a partially closed position by lightly tapping the pivot jaw rather than squeezing them to a fully closed position. It was also possible to set the pivot in a partially closed position by placing a test cartridge into the open jaws and then squeezing the jaws closed onto the cartridge. In this partially closed position, it was possible to cycle the needle. However, by applying a load to the cartridge, as may occur when positioning on tissue to suture, the cartridge would fall out of the suturing device due to the partially closed position of the jaws. The likely cause of the cartridges falling out of the suturing device was due to the user not fully squeezing the jaws closed before loading a cartridge. Additional information was requested and the following was received: was there an issue with the suturing device? Answer: surgeon believes device had issue with over use during case, perhaps the track that the needle cartridge rests in became compromised, in a subsequent case he used two proxisure guns to divide workload with success. Was the issue with suturing cartridge? Answer: 4 failed cartilages in a row fell out each brand new so surgeon decided it was the gun malfunctioning. How was case completed? Answer: hand sown last stitch.